Event description:
After the spinal procedure was completed and the surgical staff were moving the patient from the speciality surgical table to the cart, the top half of the table lowered unexpectedly. The patient remained on the platform. The surgical staff lifted the patient up to move the patient on to the cart. There was no harm to the patient. Upon inspection of the surgical table, it was discovered that the top t-pins were installed incorrectly and were in the wrong position which resulted in the unsecured top to fall from the base.follow up: user error. A staff person had incorrectly installed the t-pins. There was an apparent drift from conducting an pre-use inspection to assure that all t-pins are installed correctly. Action: surgical staff will be re-educated on proper use and set-up of the device. Other actions included labeling of the t-pin handle with instruction to "do not remove pin." Proper insertion location for the t-pin was marked with red tape.